Manufacturer narrative:
As of 07/27/2018 aso was unable to perform additional testing, as no information of lot number and unused samples were provided. However, aso has verified records of biocompatibility testing.

Event description:
The initial report on (B)(6) 2018 consumer stated that product ripped top layer of her skin off. She put bandage on her arm to cover a small cut and removed it the next day. Consumer informed that the wound seems to be infected, as it is swelling and she will seek medical attention. Consumer informed in a follow-up call on 07/25/2018 that she would go to her orthopedist as the infection in her wrist may have progressed.